Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total gastrectomy procedure, the device was inserted from the mouth and it was guided to the esophagus stump. Then one side of the anvil holding the thread was cut off and in order to remove the tube from the anvil head, the tube was pulled out, but the tube was unable to remove. Several attempts were made, but it was unable to be removed, so when the other anvil holding the thread was cut off with scissors, the tube was disengaged from the anvil head. After the tube was removed, only the thread was puled to make the thread be removed from the anvil head, but still it cannot be removed. The stapler was continued to be used and it worked properly. After anastomosis, it was confirmed that the knob was rotated two times and anvil tilted. Removal after anastomosis was done smoothly. All donuts are complete from the small intestine on the anal side and the esophagus on mouth side. There was no patient injury.